Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 5 atmospheres for 2 seconds, the balloon ruptured at the center of the balloon. The device was removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient was in good condition post-procedure.